Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reports that when they turned on the switch on the light source sparks shot out of the unit. On (B)(6) 2013, event occurred during systems check prior to surgery, different unit used for actual procedure. No delay, no harm done.